Manufacturer narrative:
The investigation for the console (aic) cabling issue has been completed. Console logs from the reported day of event do not contain any information relevant to external condition of the console. Console was inspected in and a cut in the ac cord insulation was confirmed. There was also damage to the rear and front housing of the console, consistent with equipment being dropped to the floor. Console¿s electronics operated within specification during testing.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the automated impella controller (aic) has a broken power cord. The entrance of the cord has been crushed. The aic was removed and has been returned for investigation. No patient harm has been reported.